Event description:
It was reported that a skin reaction occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction following sensor insertion in the arm. The reaction included redness, inflammation/swelling, pustules, pimples, and an infection extending beyond the patch perimeter. The patient consulted with his physician via an online visit and was prescribed an oral antibiotic, doxycycline 100 mg, to be taken one tablet twice daily for seven days. At the time of reporting, the patient stated that his condition had resolved and that he was feeling well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).